Event description:
It was reported that during a da vinci si surgical procedure the prograsp forceps instrument was allegedly locking repeatedly in open position while in use on the system. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the instrument was placed on system and driven. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Engineering also observed the pitch cable frayed at the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.